Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4): same meter serial number, different test strip lot number. Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned strips: high readings. No defect found on returned meter. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in a follow-up call on 14-nov-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Customer was using two different vials of test strips with the true metrix air meter: internal report reference 122706-2. The customer is concerned with test results from results obtained using zy4671s of 296 mg/dl. The customer does not know her expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 01/25/2024 and test strips were opened one month ago. The meter memory was reviewed for previous test result history (time not set): result 1: 233 mg/dl date: 10/10 time: 2:39pm fasting/2 hr after eating (za4854s), result 2: 296 mg/dl date: 10/10 time: 2:27pm fasting/2hr after eating (zy4671s), result 3: 235 mg/dl date: 10/10 time: 2:35pm fasting/2 hr after eating (za4854s), result 4: 249 mg/dl date: 10/10 time: 12:25am unknown, result 5: 155 mg/dl date: 10/9 time: 7:44pm fasting/2-3 hrs after dinner (zy4671s), result 6: 168 mg/dl date: 10/9 time: 7:12pm fasting/2-3 hrs after dinner (zy4671s).

Manufacturer narrative:
Sections with additional information as of 03-jan-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.